Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per sample evaluation results received via mail on (B)(6) 2024, it was reported that the issue was found in evaluation in an arctic sun device that decontamination technician noted squealing noise when first started. Per sample evaluation results received via task on (B)(6) 2024, dried out bearing found in circulation pump motor.

Event description:
Per sample evaluation results received via mail on 24apr2024, it was reported that the issue was found in evaluation in an arctic sun device that decontamination technician noted squealing noise when first started. Per sample evaluation results received via task on 26apr2024, dried out bearing found in circulation pump motor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump motor. During servicing of the device, it was found that the bearings of the circulation pump motor were dried out. Circulation pump was serviced. Circulation pump motor was replaced. A review of the DHR did not show and problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.